Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The most recent servicing of the device occurred greater than 12 months ago. The length of time between service events indicates the device is not experiencing frequent, repetitive, or related failures with potential workmanship issues; therefore, an in-depth evaluation of the prior service record is not required. The reported condition was verified. The device was found out of specification in relation to the reported system error 322, which was confirmed during evaluation. A review of the event history log identified system error 322 messages. The cause was determined to be a failing lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.